Event description:
The customer alleged the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a results of the reported event. The nellcor puritan bennett customer support engineer (cse) inspected the device and verified the vent inop error code, but could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced in relation to the reported error code.